Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during procedure. It was reported that a pt, whom presented to the hospital in 2007 with tia symptoms, underwent pta stenting six days later, of the left internal carotid artery using a rx acculink with an embolic protection device (epd). After the rx acculink stent deployment and epd retrieval, the physician decided to place an add'l non-abott stent in the left common carotid artery. After the second stent deployment, the pt experienced symptoms of aphasia, dysarthria, inattention or extinction to bilateral simultaneous stimulation in one of the sensory modalities and also had a week left hand grip. The physician does not believe that the tia symptoms are device related, but more residual in nature from previous tias. A CT scan performed the following day was reported as negative with no new changes from a previous study of one week earlier. The pt symptoms were monitored and improved steadily with no weakness or drift, speaking was clear, but still a bit confused, but the symptoms improved enough for the pt to be discharged to home eight days later. This represents all the available info at this time.

Manufacturer narrative:
The lot history record was reviewed. There are no non-conforming material reports associated with this lot number.